Manufacturer narrative:
The reported event of backup operation was confirmed. The product was not returned for analysis; however, session records were provided to technical support for review. The cause of the reported event is consistent with with the off-label MRI environment exposure without MRI settings enabled.

Event description:
During an in clinic follow up, the device was found to be in back up mode following an MRI. MRI settings were not enabled prior to the imaging. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.